Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test after inserting a new battery. The patient's blood glucose at the time of incident was between 120 mg/dl and 200 mg/dl. Troubleshooting was initiated for the failed battery test. The customer was walked through inspection of the battery and battery compartment and nothing appears to be damaged or corroded. The customer cleaned the battery contacts, inserted a new battery, and securely fastened the battery cap, but the failed battery test alarm still appeared. The customer also mentioned that a beep anomaly with the pump during bolus delivery; he stated that the pump seemed to have a short in it, and that a sound similar to static occurs after a bolus is delivered. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, and a cracked reservoir tube lip.